Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following a breast biopsy procedure while trying to remove the needle with the marker, the whole needle was stuck. The marker was removed first and then an attempt was made to remove the needle, but it was still stuck. The needle was removed with some additional force from the patient's breast and it was noted that a core tissue stuck at the tip of the needle. The procedure was completed with marker placement. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: the probe was used and the aperture was 100% opened. The vacuum chamber, vacuum tubing and saline cap was not returned. No other anomalies were noted. Performance/evaluation testing: the marker was removed from the probe and an in-house vacuum chamber was connected to the probe. The probe was loaded into the in-house driver and calibrated successfully. The probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. The probe was then placed in marker mode and the marker was inserted into the probe with the probe in the beef sample. The probe and marker were both able to be removed from the beef sample without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for difficult to remove, as the probe was able to be removed successfully from the beef sample during functional testing. Per the event description, there was core tissue stuck at the end of the probe. Therefore, it is possible that patient factors contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use:- for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. At the conclusion of the procedure, remove the device from the breast and turn off the equipment. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.